Manufacturer narrative:
Device #7: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00333, 00334, 00335, 00336, 00337, 00338, 00340, 00341.

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. The product was not returned. Evidence that product in specification when used. Undetermined

Event description:
Allegedly revised due to patient's bone condition.